Event description:
The hospital reported that there has been an increase in post procedure infection rates. The infection occurred after using the vh-1111 endoscope and the vh-2000 harvesting cannula. The patient required additional surgery to debride the leg. No further information was available at this time. No other patient complications have been reported. Since the hospital did not provide which device may have contributed to the infections, only one report will be submitted to capture the full event.

Manufacturer narrative:
The hospital discarded the product, since there was no malfunction experienced and the infections were reported 4 to 10 weeks post procedure.